Event description:
Information received by medtronic indicated that pump was exposed to moisture and had a crack at the back side of the pump. Customer received critical pump error (open book image). No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version unknown. Retainer ring = black. Case = ngp. Customer returned insulin pump for an alleged critical pump error (open book image) alarm, cosmetic damage located at back of insulin pump, and exposure to moisture observed on may 30, 2022. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Insulin pump was cut open to perform visual inspection and found physical damage on the electrical board 1, electrical board 2, force sensor, and motor home switch. Successfully downloaded firmware using crest. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus, however, test was used to download boot loader traces. Boot loader traces indicate that a critical error triggered the critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case at corner of belt clip rails, scratched case, corroded motor home switch, and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed during analysis due to moisture damage on the electrical board 1, electrical board 2, force sensor, and motor home switch. Unable to download history files and traces confirmed. Cosmetic damage confirmed: cracked case at corner of belt clip rails. Exposure to moisture confirmed: corroded electrical board 1, electrical board 2, motor home switch, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.